Event description:
It was reported that the programmer had an extremely long boot-up time. The programmer and programmer head were returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, there was a long boot up time. It was noted that the printed circuit board needed to be replaced. It was also noted that the electrocardiogram (ECG) connector was loose, and there was a green line down the right side of the display. (B)(4): analysis found that the device failed the electromagnetic field immunity test and the cable was damaged.